Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. Approximately 2 1/2 weeks post-procedure, the patient suffered a myocardial infarction and subsequently expired. The lesion was 75% stenosed on the proximal side and 90% stenosed on the distal end and was located in the calcified and moderately tortuous posterolateral (pl) branch of the left anterior descending (lad) artery. The lesion was 20mm in length with a diameter of 2.5mm. The lesion was predilated with an unspecified balloon and the stenosis was reduced to 50%. The physician implanted another manufacturer's stent in the pl, however, it was noted and confirmed that a dissection had occurred near the distal portion of this stent. The size of the dissection is not known. A second stent was implanted distal to the first stent in the area in which the dissection occurred. The physician noted that the blood flow was "not good", so a third stent was advanced through the first implanted stent, however, the third stent became caught on the proximal edge of the first stent. Next, the physician advanced the pt2 guide wire in an attempt to use a "parallel wire technique", however, the pt2 became caught on the proximal edge of the first implanted stent. As the physician attempted to manipulate the guide wire, resistance was felt and it was noted under fluoroscopy that the distal 1cm of the pt2 "formed a loop" and due to the stress on the guide wire, this 1cm pt2 guide wire fragment detached into the lesion and perforated the sub-intima of the pl. The physician did not make any attempts to remove the detached guide wire fragment. It was noted that blood flow to the pl had not 'recovered" due to the dissection, however, it was confirmed that blood flow to the left circumflex (lcx) remained. At this point, the physician ended the procedure. In 2009, the patient reported chest pain and unstable angina pectoris. A pci was performed in the pl and lcx. Several thrombi were noted in the mid lad, left main coronary artery, and inside the guide catheter. The physician noted the thrombi occurred due to "heparin induced thrombocytopenia, type 2". A thrombectomy was performed in the pl using a "thrombuster", however, the attempt was unsuccessful as the thrombus was "welling up". An iabp was inserted and the patient temporarily recovered. Six months later, it was noted that there was "no flow due to the dissection in the pl" and the patient suffered a myocardial infarction and died. It was further noted that the patient refused to be placed on a respirator.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.